Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis(knee) and (foot)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"), 2 years 10 months after insertion of essure. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy/oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and alopecia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, rheumatoid arthritis and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Following events were added: abnormal bleeding (general), autoimmune disorder type of disorder: rheumatoid arthritis(knee) and (foot), bladder or urinary problems or, urinary tract disorder, dysmenorrhea (cramping), fatigue, hair loss and abdominal pain. Previously reported event injury to herself was updated to pain. Event onset date were added. Event outcome added for: abdominal pain. Medical history and lab data were added. Aka name added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis(knee) and (foot)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"), 2 years 10 months after insertion of essure. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation- (B)(6) 2012 and bilateral salpingectomy/oophorectomy (one side removal of ovary)-(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, rheumatoid arthritis, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, rheumatoid arthritis and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for events- abnormal bleeding (general), autoimmune disorder type of disorder: rheumatoid arthritis(knee) and (foot), bladder or urinary problems , dysmenorrhea (cramping), pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. As per mr- bilateral fallopian tube lumen ablation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received: outcome of the previously reported event- pelvic pain female were updated, reporter was added, lab data were updated, medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.